Event description:
Reporter alleged the blood glucose monitoring device display shows up paritally and sometimes goes completely black. Reporter did not mention any particular incident associated with the partial display. Reporter stated comparing the readings from device to another one and they are different. Reporter stated meter read 236 mg/dl and a lab read 132 mg/dl performed within 5 minutes. Reporter indicated having to adjust current dosage of insulin accordingly however there was no other incident related. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.